Manufacturer narrative:
A product evaluation was completed on the returned tissue oximetry module. The reported issue was unable to be replicated. The tissue oximetry module was connected to a hemosphere instrument. System verification test ran for 30 minutes and sto2 values remained within parameters for both a and b ports. There were no errors, physical damage, and defect observed. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. No root cause for the reported inaccurate values could be identified since the issue was unable to replicated. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a hemtom10 had intermittent connection which caused inconsistent values. During a case, staff noticed the value decrease. It is unknown which hemodynamic value decreased. The issue was resolved by exchanging the module. There were no patient injuries. The device is available for return.